Manufacturer narrative:
Patient weight was not provided for reporting. This report is for one (1) unknown screw/bolt. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Initial reporter facility contact number: (B)(6). (B)(4). PMA 510(k): this report is for one (1) unknown screw/bolt. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the patient underwent osteosynthetic treatment of a multiple fragment fracture of the right clavicle. Patient was implanted with two (2) interfragmentary screws, a reconstruction plate, and a pds cerclage was introduced. Postoperative, in the course of time, patient complained about increasing pain and limitation of movement in the right shoulder area without new trauma. Then, the patient experienced numbness and decreased strength in the right hand area. Postoperative x-ray taken on an unknown date showed a refracture of the clavicle and the breakage of the plate in the area of the fracture. Additionally, one of the interfragmentary traction bolts was shown removed from the assembly, lying in the gap of the fracture. On (B)(6)2017, patient underwent revision surgery. During the revision surgery, the material was completely removed and patient was implanted with non-synthes implants. There were no post-operative complications. The patient complained less about decreased strength and hyposensitivity. The post-operative x-ray control showed the proper results of the operation with a material position that did not cause irritation; the x-ray showed no abnormalities of the right shoulder following extraction of cancellous bone. Concomitant reported devices: screw (part# unknown, lot# unknown, quantity 1). Pds cerclage (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown screw/bolt. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Concomitant medical products: the nine (9) screws were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient experienced numbness and decreased strength in the right hand area two days prior to acute admission. The patient presented to the surgeon's office on (B)(6), 2017 with x-ray images revealing the refracture of the clavicle, broken plate and one of the interfragmentary traction bolts shown removed from the assembly and lying in the gap of the fracture (x-ray results reported above). The patient's neurological diagnosis was middle to lower plexus lesion which was the indication for direct admission to the hospital and subsequent revision surgery the same day. It was reported that besides removing all of the existing hardware, the patient underwent a debridement of the connective tissue callus, re-osteosynthesis with a competitor's plate and filling of the defect with autologous cancellous bone extracted from the ipsilateral tuberculum majus. The cancellous bone was mixed with 5 x 5cm gentocoll fleece. The patient was discharged from the hospital on (B)(6), 2017 with a manageable pain level.

Manufacturer narrative:
Updated concomitant devices. Out of total 9 screws reported as concomitant it is unknown which screw backed out/ pull out postoperatively. Below listed total 9 screws were returned on august 7, 2017. Out of total 9 screws reported as concomitant it is unknown which screw is backed out/ pull out postoperatively. 3.5mm ti cortex screw self -tapping 16mm (part # 404.816, lot # l252102, quantity 1); 3.5mm ti cortex screw self -tapping 16mm (part # 404.816, lot # l080949, quantity 1); 4.0mm ti cancellous bone screw fully threaded/14mm (part # 406.014, lot # 9705649, quantity 1); 3.5mm ti cortex screw self -tapping 20mm (part # 404.820, lot # l207121, quantity 1); 3.5mm ti cortex screw self -tapping 18mm (part # 404.818, lot # 9884615, quantity 1); 3.5mm ti locking screw self-tapping 18mm (part # 413.018, lot # l233822, quantity 1); 3.5mm ti locking screw self-tapping 16mm (part # 413.016, lot # l243053, quantity 1); 3.5mm ti locking screw self-tapping 16mm (part # 413.016, lot # l258928, quantity 1); 3.5mm ti locking screw self-tapping 22mm (part # 413.022, lot # 9811893, quantity 1). It is unknown out of total 9 screws returned on august 7, 2017 which screw is backed out/ pull out postoperatively. A review of the device history records is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.5mm ti cortex screw self -tapping 16mm (part # 404.816, lot # l252102, quantity 1), 3.5mm ti cortex screw self -tapping 16mm (part # 404.816, lot # l080949, quantity 1), 4.0mm ti cancellous bone screw fully threaded/14mm (part # 406.014, lot # 9705649, quantity 1), 3.5mm ti cortex screw self -tapping 20mm (part # 404.820, lot # l207121, quantity 1), 3.5mm ti cortex screw self -tapping 18mm (part # 404.818, lot # 9884615, quantity 1), 3.5mm ti locking screw self-tapping 18mm (part # 413.018, lot # l233822, quantity 1), 3.5mm ti locking screw self-tapping 16mm (part # 413.016, lot # l243053, quantity 1), 3.5mm ti locking screw self-tapping 16mm (part # 413.016, lot # l258928, quantity 1), 3.5mm ti locking screw self-tapping 22mm (part # 413.022, lot # 9811893, quantity 1), pds cerclage (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Corrected data: initially reported as (B)(6) 2017. The correct alert date is (B)(6) 2017 as that is when the manufacturer received the additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.